Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the electrophysiology lab with a right ventricular lead that exhibited externalized conductors. This was confirmed via fluoroscopy. No abnormalities were noted prior to fluoroscopy. The lead was capped and replaced on (B)(6) 2019. Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically on the same procedure as the lead revision. Patient was stable. Related manufacturer reference number: 2017865-2019-18210.